Event description:
The user reported that an erroneous hemoglobin of 8.2 g/dl was generated by the analyzer, causing a (B)(6) woman to be transfused with two units of packed rbc. The pt was admitted to the ER (ER) for an unspecified reason. A blood sample was collected and analyzed on the sysmex xt-2000i analyzer, (B)(4), in the automated mode 09:25:48. The collection time is not known. The sample was judged "negative" because no interpretive messages were triggered. There were multiple "-" signs next to the wbc (2.04), hct (25.8), and mcv (82.7) parameters. The +/- signs indicate reference ranges. The user's lower limit on hemoglobin value is set for less than 7.0 g/dl to trigger an "anemia" message. The "negative" judgment was based on user-defined limits and, based on lab protocol, results were reported without further review or repeat testing. The erroneous results were detected after the pt was transfused. The user's site employs a delta check with a look back of seven days. The post-transfusion hemoglobin value was 17.1 when tested 3 days later on (B)(6). One unit of packed rbc generally results in approx a 1 g/dl rise in hemoglobin. Physiologically, a rise of 9 g/dl after transfusing two units is not likely.

Manufacturer narrative:
Sysmex field svc rep (fsr) went on-site to verify proper functioning of the analyzer. Data from samples run before and after the specimen in question, as well as the error log, audit log, ipu and controller settings were reviewed by a technical support mgr for the xt-20001 analyzer. A definitive root cause for the spurious low hemoglobin value could not be determined. Hemoglobin was not the only low value; the wbc and rbc indices were low as well. These parameters are analyzed in separate channels. Only the sample aspiration is common to all channels. None of the samples before and after this one displayed an error or erroneous reading. Insight qc (qc) data for all three levels were reviewed for the date in question as well as the day before and after; all control parameters were within package insert ranges. The analyzer was found to be performing per specs. A sample-related abnormality could not be ruled out. The sysmex xt-2000 analyzer was performing as expected; no malfunction was identified. The lack of user-defined interpretive messages was the cause of low hemoglobin results being judged "negative," and the user reported the results to the clinician. The instrument identified the results as outside user-defined reference ranges. The user states that no transfusion reaction occurred, nor have there been any other adverse effects on the pt thus far. Current status of the pt is not known.